Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. The video connector had a bent pin causing a bad image with the test scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the visera elite video system center could not read the scope during preparation for use. The customer further reported they suspect an issue with one of the pins. As reported, there was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the scope detection problem was traced to the bent pins of the connector. The cause of the bent pins was not established. The IFU contains the following statements regarding the video connector: " make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor the field performance of this device.